Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that scs was not really doing anything for them for the pt even had injections done but that was no good either. Pt was currently seeing the local medtronic representative that they saw on monday but pt had worked with 3 or 4 other reps that the pt did not remember the names to 3 or 4 years ago. Pt noted the representative was doing adjustments by resetting and trying different settings since this started years ago. Pt noted they hurt the same with the ins either on or off; pt mentioned the only difference was their battery was going "dead." Pts back and legs were so far gone for its not really affecting them so they don't use the ins a lot for the only difference in the controller being on or off is the battery goes dead quick (ps understood the ins battery). Pt noted if they moved the ins shocks the pt. If the pt were to stretch way back in a chair it will shock the pt. Pt could be doing normal things and that would be fine but extra pressure to the ins and the stim would shock the pt. Pt noted it was weird because the batteries were dead one time (either the ins or the controller battery) but last time they were doing anything it was on so the pt went to the ER to do a cat scan and that shocked the living crap out of the pt. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause is not known. The actions taken to resolve the issue is they keep redoing settings but no results. The issue has not been resolved.

Event description:
Additional information was received from the patient. Patient called stated he had received a letter from medtronic (mdt) awhile ago and filled it out and send it back to mdt and he haven't heard back from anyone. Patient stated the implant is working, he can feel the implant working, but he is not getting symptom relief from the implant since it was implanted. Patient stated he has worked with several mdt reps and currently working with a rep for adjustment and had several adjustment. Patient stated he had injection and nothing makes the pain go away. Ps reviewed ps role and recommend patient consult with his healthcare provider for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.